Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis was able to confirm/reproduce the reported complaint. The usm was tested on an in-house system in normal mode with no triggered errors. However, the spar linear rail was loose during back drive test. The usm was also tested on the psc fixture test platform (pftp) and passed direction test, c. Lissajous, c. Switches, c. Friction and c. Strength test. Upon further investigation it was observed that the spar linear rail was the cause of the carriage being loose. As a fix, the spar linear rail will be replaced. The complaint regarding the carriage was loose was confirmed based on fa, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the carriage on universal surgical manipulator (usm)4 was very loose and the staff was concerned the usm might fail. The reporter explained the staff was requesting the field service engineer (fse) to follow up to resolve the usm4 issue. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the procedure was completed with all 4 arms and there was no report of patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting arm4 carriage loose, an investigation is in progress to determine the cause of this reported event. The fse replaced the universal surgeon manipulator (usm) and the system was verified as ready for use. The usm has been returned for failure analysis testing, but the evaluation has not yet been completed as of the date of this report. A follow-up MDR will be submitted following the completion of the evaluation. This complaint is being classified as a reportable event due to the following conclusion: a usm carriage was loose after the start of the procedure. The surgeon was able to continue with the procedure robotically using 4 arms. However, the usm issue was confirmed and the product was replaced. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. Fields are not applicable.